Event description:
It was reported that the insulin pump alarmed battery out limit and had an unresponsive keypad. The blood glucose reading was unknown. The customer declined troubleshooting for the alarm. She stated that prior to the alarm, she had the device on the counter of the bathroom, which she does daily. No significant events leading to the keypad issues were observed. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no button response due to moisture damage on the lcd board. Unable to verify battery out limit alarm due to no button response. No moisture damage on the keypad, interface board, remote frequency board, motor, vibrator and battery tube assembly during visual inspection. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.